Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 115 millimeters from the terminal pin and only the proximal segment was returned. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing of the returned segment was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and low out of range pacing impedance measurements. The noise was oversensed but did not lead to any inappropriate therapy delivery. The noise could not be recreated via isometrics and no obvious damage was visible via x-ray. A revision procedure was performed and this rv lead was cut and capped. The proximal portion will be returned but the distal portion was surgically abandoned. No additional adverse patient effects were reported.